Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field; however, there was no product malfunction; the issue was the result of use error as the bed exit was not properly set prior to use. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician is not alerted/aware of possible patient fall condition. There was no patient involvement.